Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, were explanted due to noise being over-sensed and inappropriate shock. The s-ICD exhibited suboptimal range of impedance greater than 140 ohms, the signals in primary sensing vector gave amplitudes below 1mv. The physician reported that the electrode had a tight bend out of the device, 18mm lower from implant. A new s-ICD and electrode were implanted. Besides surgical intervention, no adverse patient effects were reported. The s-ICD device and electrode are expected to be returned for product analysis. At this time, the product has been returned and product analysis complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, were explanted due to noise being over-sensed and inappropriate shock. The s-ICD exhibited suboptimal range of impedance greater than 140 ohms, the signals in primary sensing vector gave amplitudes below 1mv. The physician reported that the electrode had a tight bend out of the device, 18mm lower from implant. A new s-ICD and electrode were implanted. Besides surgical intervention, no adverse patient effects were reported. The s-ICD device and electrode are expected to be returned for product analysis.